Event description:
While pt was on hemodialysis, the machine alarmed, indicating air detector. The air detector did not completely clamp off and as a result some air was in the bloodlines. Pt complained of chest pain, which resolved itself. No further problems with pt. Althin medical, inc. Was contacted on date of event. In conjunction with medisystems, it was determined that the venous rotary line clamps of medisystems b3-6605/6792 pediatric blood lines must be used when pediatric pts are dialyzed on the althin drake willock system 1000 dialysis delivery system. Rotary line clamps were installed on all (three) machines at this facility.